Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller (customer's husband and daughter) reported that on (B)(6) 2015 at 2:00 a.m. He tested the mother and received a high reading on her adc meter of 224 mg/gl. It was reported that the mother had experienced symptoms described as incoherent, shaking, "like she was having a convulsion". Paramedics were called and a reading of 24 mg/dl was obtained on the paramedic's meter at around 2:15 a.m - 2:30 a.m. Customer was reportedly treated with an unspecified intravenous solution. Customer was taken to the hospital by the paramedics and arrived coherently. Customer was diagnosed with hypoglycemia and given crackers and apple juice. The customer was discharged at approximately 5:15 am that same morning. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (4500164174) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.